Manufacturer narrative:
(B)(4).

Event description:
Surgery date: (B)(6) 2002 implant and levels of implant: cage at l5-s1 the patient experienced knee pain and leg swelling after the surgery. Questionable staples seen on x-rays- approx. One year later / noted the staples attach to the major artery in her abdomen (were place during the cage surgery by general surgeon for approach). Consulted with neurosurgeon ¿ he looked at the x-rays she requested cages to come out- in 2006 / removed 11 staples- left 4 adhered to scar tissue- and artery. On (B)(6) 2005 the patient visited to an allergist, doctor determined allergies to metal joint symptoms and swelling throughout body has nickel allergy patch testing done noting 7 severe reactions to cobalt/ chromium/ nickel. Did a patch test of ti ¿ (was sent to patient¿s doctor) reacted with a reaction with blisters. Behcets disease- was diagnosed in 2006. The patient currently receiving follow-up care for her numerous medical problems can not have the staples removed. The patient has depression/ bipolar. Patient suffers from post-traumatic stress disorder and continues to seek counseling.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the product caused or contributed to the event. We are filing this report for notification purposes.

Event description:
It was reported via a voice mail that the patient was implanted with a cage in a lumbar fusion surgery. Post-op, she complained of lesions, post which she visited a clinic to take them out. No more information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.